Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during use. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm to the patient. During the troubleshooting, it was determined that the patient left several clamps open.there was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report with a use error, where a clamp was left open on an unused line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Warnings and cautions section and operating instructions-prepare for therapy section warns the user to make sure all clamps on unused fluid lines are closed securely. A formal review of the label for the product family will be conducted. It also instructs the user to close all clamps while preparing to load the disposable set.